Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled magnetic resonance imaging (MRI). Upon examination of the pulse generator, it was discovered that the atrial and ventricular leads exhibited recorded episodes of noise oversensing and pacing mode switch. The other lead parameters were in range and it was recommended to not proceed with the MRI. The MRI process was canceled and additional alerts for the lead were enabled for future use. The patient condition was stable. Related manufacturer reference number: 2017865-2019-14371.